Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in a restenosed previously stented lesion in a saphenous vein graft with one 4.0 x 23 mm stent and in a denovo lesion in the proximal right coronary artery with one 3.5 x 18 mm stent. On (B)(6) 2011, the patient experienced chest pain associated with vomiting and expired on the way to the hospital. There was no reported treatment given. The cause of death is currently unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy and indication for use. There were no reported product deficiencies. The reported patient effects of angina, nausea/vomiting and death are listed in the xience v instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v was implanted in a restenosed previously stented lesion in a saphenous vein graft. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. It is unknown if the reported IFU deviations directly caused or contributed to the reported patient effects.